Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to hyperglycemia while using the infusion device. The infusion device was displaying an e6 message for 1 week. The nurse stated the high blood glucose was due to the infusion device displaying the e6 message. The hospital result was 27 mmol/l. The patient was treated with insulin via IV. The patient was in the hospital for 1 night. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.